Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels; values were not provided, and was hospitalized 4 times. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the events and continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.